Event description:
A malfunction was reported with the occurrence of a malfunction code labeled as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future reference, ensuring the customer understood to call back if the malfunction code recurred. After resetting, the malfunction did not reoccur, and the customer was able to continue using the pump.